Manufacturer narrative:
The sodium electrode lot number is gbk74, and the expiration date was not provided. Qc and calibration were within range prior to the event. In the alarm trace, there was an abnormal aspiration alarm that occurred on the day of the event. This alarm is consistent with a sample quality issue. A field service engineer (fse) determined that the sipper nozzle was clogged and replaced it. The fse verified the instrument by performing checks, calibration, qc, and precision testing. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample(s) on a cobas pro ise analytical unit. The initial result was 160 mmol/l. The repeat result on another cobas pro was 146 mmol/l. The initial result was repeated as there were delta flags generated by the middleware solution software. The repeat result was deemed to be correct.